Event description:
Per the clinic, the patient experienced an infection at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on june 19, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site. The patient was hospitalized (date not reported). The patient was also treated with IV and oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2024. Device analysis report attached.